Event description:
Additional information received from the patient reported that they were feeling shocking/jolting out of nowhere.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and failed back surgery syndrome reported starting yesterday after recharging for 10 hours they were only three four full, even though they maintained full coupling. There were no pocket issues reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Additional information was received from medical representative and consumer regarding the patient who reported poor coupling. They were reporting that her implantable neurostimulator recharger (insr) screen has been "flickering" on and off when she has it plugged into power supply since (B)(6) 2016. Patient does not have her recharger with her to troubleshoot. Patient also reported that her ins battery was draining quickly at the time of this report. Patient stated she was charging every two days. Patient stated that she was on hd settings but has since changed that but her implantable neurostimulator (ins) was still draining fast. This was considered as gradual change in therapy/symptoms. It was recommended patient contact her doctor to have ins / leads checked. Caller said she met with the patient and her connector pin was broken. Patient was also convinced that her insr antenna was not charging her ins and she wanted everything replaced. Patient reported the insr screen would flash on and off and she would replug it and it would stay. Patient reported the connector pin appeared to be loose and the insr inside where the connector pin plugs in looks bent. Patient said she kept saying she was not getting a good charge and it only lasted a couple of days and did not realize it was her insr not working. Patient noticed the difficulty charging insr in last month. Later on the call patient said it was (B)(6) 2016 when the problem with charging started. Patient realized on the date of the report that the connector pin was loose and insr pins inside were bent and now she knows why insr was flashing on and off. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.